Manufacturer narrative:
Additional procode: lxh. Complainant part is expected to be returned for manufacturer review/investigation, but has yet to be received. Reporter is a synthes employee. The investigation could not be completed; no conclusion could be drawn, as no product was received. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that during a routine inspection on (B)(6) 2020, several issues were noted. The multi hole wire guide tip has been damaged; guide wires cannot go through. The ratcheting screwdriver handle is chipped. The flexible shaft connector for use with jacobs chuck is missing the internal part that locks in shaft. And the handle with quick coupling is broken at the top of the handle. There was no patient involvement. This report is for a ratcheting screwdriver handle. This is report 2 of 4 for (B)(4).

Manufacturer narrative:
Product complaint # (B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H10 additional narrative: d11: concomitant devices reported. Provisional tensioning device. Handle with quick coupling. Flexible shaft connector for use with (B)(6). Depth gauge for 2.0mm and 2.4mm screws. Universal chuck with t-handle. Ratcheting screwdriver handle. Multi hole wire guide. H3, h4, h6: device history lot: part number: 311.023. Lot number: t949188. Manufacturing site: tuttlingen. Release to warehouse date: 29-jun-2010. A review of the device history records was performed for the finished device lot number, and no non-conformances were identified. The raw material certificate was reviewed and the used material was according to the specification of the device. Investigation flow: damage background: it was reported that on (B)(6) 2020, the multi hole wire guide tip has been damaged guide wires cannot go through, ratcheting screwdriver handle chipped, depth gauge for 2.0mm and 2.4mm screws missing bearing, universal chuck with t-handle device came apart and will not stay together, flexible shaft connector for use with jacobs chuck missing internal part that locks in shaft, handle with quick coupling top of handle broken and provisional tensioning device will not stay locked. Issues were found during a routine set inspection. There was no patient involvement. This complaint involves seven (7) devices. Visual inspection: the ratcheting screwdriver handle (p/n: 311.023, lot #: t949188) was returned and received at us cq. Upon visual inspection, it was observed that the handle was broken and the broken part was not returned. There were scratches on the device but have no impact on the device functionality. No other issues were observed with the returned device. Device failure/defect was identified. Dimensional inspection: no dimensional inspection can be performed due to post-manufacturing damage. Furthermore, the complaint relevant dimensions cannot be checked for dimensional accuracy, because of the design of the device. Service and repair evaluation: the customer reported that the ratcheting screwdriver handle chipped. The repair technician reported the device handle is broken and there are pieces missing. Handle cracked/broken is the reason for repair. The item is not repairable per the inspection sheet. The cause of the issue is unknown. The item will be forwarded to customer quality. The evaluation was confirmed. Document/specification review: based on the date of manufacture, the current and manufactured revision of drawings were reviewed . Screw driver body: 311_023, rev. G/d. Complaint was confirmed. The device received was broken. Hence confirming the allegation. Investigation conclusion: the complaint condition is confirmed for the ratcheting screwdriver handle (p/n: 311.023, lot #: t949188). There is no indication that a design or manufacturing issue has caused the complaint condition and hence the root cause cannot be determined. The potential cause could be due to unintended forces applied to the device. Based on the investigation findings, it has been determined that no corrective and/or preventative action is proposed. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post market safety surveillance activities. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.